Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 6 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the aortic bioprosthetic valve was replaced valve-in-valve due to severe insufficiency. If information is provided in the future, a supplemental report will be issued.